Event description:
Product analysis for the generator was completed. No causes for migration and pain were identified. The surgeon user error was confirmed as the device was confirmed to be likely in the presence of electro cautery. No corrective action is needed as there is no new harm or risk established for the patient or user.

Event description:
It was later reported in an operative note that the pocket was opened using bovie monopolar cautery and blunt dissection. The device was then interrogated and found to be inactivated; confirming that surgeon user error was the cause of the event. This event will regarding electrocautery will not be captured in this report. Later it was reported that the device was received into the product analysis lab. No other relevant information has been received to date.

Event description:
It was reported that the patient's device has migrated into her breast and is very uncomfortable. It was reported that the patient underwent surgery to correct this migration. During the surgery, it was identified that the battery had suddenly depleted. The rep had speculated that the generator was hit by electrocautery. Further follow-up to surgeon will be made to confirm the use of electrocautery. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.